Manufacturer narrative:
At this time, the lead remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient alleged one of her leads had fractured in the past. Our records confirm both implanted leads remain in service and no intervention has been performed since implant. No adverse patient effects were reported.